Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 499 mg/dl. Customer other blood glucose value were 400 mg/dl, 288 mg/dl. Customer was not alleges the insulin pump for under delivery of insulin. The customer experienced symptoms such as vomiting. The device will not be returned for analysis.